Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could not place the right ventricular (rv) lead as the helix could not be extended. An alternate rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The analysis indicated that the guide tooth of the lead was extrinsically damaged. The analyst noted that with the guide tooth damaged the helix will not perform correctly. If information is provided in the future, a supplemental report will be issued.